Event description:
The pt called lifescan and alleged that their meter was reading inaccurately high. The pt reported blood glucose results of "189 mg/dl,123 mg/dl, and 187 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The test strips were in good condition, code matched, and the techinques for applying the blood to the test strip and for cleaning the puncture site were correct. The pt performed two control solution tests, both failed. The pt neither alleged harm nor experienced injury or medical intervention. Based on the information supplied by the pt, there is an indication that the product malfunctioned. The case is being reported as a product malfunction. A replacement meter is being sent to the pt.